Event description:
A custom PICC line was placed for therapeutic purposes on an unknown date. In 2004. It was found there was a hole in the catheter located distal to the suture wing. The PICC line was removed. The PICC line was no longer needed.